Event description:
Patient was revised to address knee pain. Surgeon performed washout and poly exchange.

Manufacturer narrative:
No product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.